Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents. All available information was investigated and a conclusive cause for the unintended movement (clip opening slightly during establishing final arm angle (efaa) testing) in this incident could not be determined. It should be noted that the mitraclip system instructions for use, states; the mitraclip ntr/xtr clip delivery system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation. In this case, it cannot be definitively confirmed whether the off-label use (use of the mitraclip on the tricuspid valve/patient anatomy) contributed to the clip opening during efaa test. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the clip failed to establish final arm angle. It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 4-5. One clip was implanted successfully. A second clip delivery system (cds) was advanced and placed on the atrial and septal leaflets. When establishing final arm angle (efaa), the clip slightly opened. Troubleshooting was performed and the clip was able to be deployed without issue. An additional clip was implanted, reducing tr to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.